Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their doctor had adjusted her insulin pump and since then they had been having problems with the insulin pump. They could not take a correction or give themselves a bolus. The customer stated that they had been having both low and high blood glucose. The customer stated that they had an appointment with the doctor that changed the insulin pump's settings. After assistance was given, the customer was advised that if the doctor needed help with programming the settings to have the doctor call for assistance. The device will not be returned for analysis.